Manufacturer narrative:
The device history record for the contour® next test strip with sku # 7281 and lot # 5jpeg01a was reviewed and no manufacturing anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. Unknown was captured in section a1, and no information was captured in sections a2 and a4 as the customer's initials, age and weight were not provided. The contour® next test strip are used with the contour® xt meter which is similar to the contour® next ez meter available in the us market. The contour® next test strips with sku # 7281 and lot # 5jpeg01a has the 510k # of k191286 and UDI # (B)(4). The device was distributed outside the us, therefore, no gudid information exists.

Event description:
The customer¿s wife from greece called on behalf of the customer to report that while at a physician¿s clinic, they obtained a blood glucose reading of 50 mg/dl with the laboratory test and 90 mg/dl with the contour® xt meter using the same blood sample. The customer was experiencing weakness which was resolved by consuming food. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.